Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction was noted after the reset. Customer was advised to continue using the pump and to report any recurring issues.